Event description:
It was reported that during a routine follow up visit, this right ventricular (rv) lead was observed to exhibit high out of range pacing impedances and high pacing thresholds. A lead revision was performed, this rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.